Event description:
A report was received that the patients lead was fractured but not confirmed by imaging. The patient was reprogrammed and was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074530.

Event description:
A report was received that the patient was experiencing stimulation issue. It was noted that the lead was fractured but not confirmed by imaging. The patient was reprogrammed and was doing well. Additional information was received that the patient was not getting adequate pain relief. The patient underwent a lead revision procedure wherein the patients percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned as they were disposed by the medical facility.